Event description:
The reporter stated the surgical inserted a cc4204bf collamer plate lens into the capsular bag nad immediately the lens was observed to being dipping down into the vitrous space, through an apparent weakness in the posterior capsule. The lens was removed so that it would not prolapse into the vitreous space. The incision was enlarged to remove the lens and another lens was implanted. Sutures were required to close the wound. The patient was discharged in good condition.